Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If product is returned this case will be re-opened, an investigation will be conducted, and a follow up report will be submitted after all investigation activities are complete. Of note, three sensors were mentioned in the medwatch report, all with unknown serial numbers. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received notice of an FDA medwatch report submitted by an adc freestyle libre user which reported the following: "I used the freestyle libre 14 day sensor. Within one day of applying it to my arm, the area became itchy and uncomfortable. I dealt with the itchiness, but after the 14 day use, I took it off to find a bright red, circle of inflammation where the sensor had been. This redness and itchiness did lessen (with it off) as days went by, but even after another 14 days, the mark was still visible. I did put another sensor on the other arm and the same thing happened on that arm. The first red circle was still visible after 28 days, but not as much. I tried the 14 day sensor three times, switching arms, but different and obviously harmful to the skin based on my reactions." There was no report of third-party treatment or intervention. Based on the information received, there was no report of serious injury associated with this event.